Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep that the tip of the customer's 5.5 healix advance knotless anchor broke while loading the sutures outside of the patient during a rotator cuff repair. The case was completed with another like device. There were no patient consequences or delays. The device is being returned.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was received and evaluated. The device seems to be in good condition. Suture card is intact. The threader tab assembly was not returned. As reported the device was not used on the patient. Visual observation reveal that the anchor is cracked diagonally along the length of the screw starting at the distal tip of the anchor where the t-shape suture bridge lines up on the inside running down to the first thread, thus confirming this complaint. Upon further observation the suture bridge is broken, indicating excessive suture tensioning. Possible root cause for the cracked anchor and broken suture bridge could be due to excessive suture tensioning during initial suture loading into the threader tab on the anchor, the user could¿ve pulled the suture with excessive force after the threader tab is pulled off, causing the suture bridge and the anchor to crack. Although a possible root cause is listed a specific root cause cannot be determined. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
UDI: (B)(4).